Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06nov2020.

Event description:
It was reported that the ventilator was started without being connected to the patient and it did not alarm for 4-5 minutes that the patient was not connected. The unit was in use, but there was no patient harm reported. The customer troubleshot with technical support and was unable to duplicate the reported issue. The unit was tested. Upon a follow up, the customer reported that no issues were found and the reported issue was not duplicated. The unit was returned to use. The customer could not get the ventilator diagnostic report as it was returned to use after passing all testing. The customer stated the issue occurred about two months ago. No further information was provided.

Manufacturer narrative:
G4: 18nov2020. B4: 19nov2020. H11: h6: patient code updated: there was no patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.